Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, swollen, and itchy, skin irritation under the front therapy pad from the lifevest. The patient reported that he was "burnt" and his skin is now a dark brown color. The patient previously used an antibiotic cream on the irritation, but it's still present. The patient followed up with his physician who prescribed a bactroban cream. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.